Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose levels and diabetic ketoacidosis. Her blood glucose at the time of incident was 1,023 mg/dl. The customer felt nauseous as a result of her hyperglycemia and she was treated with an insulin drip. Troubleshooting was initiated for her high blood glucose and to inspect the pump for functionality. The insulin pump appeared to be undamaged and functional. A high pressure test was performed and the device passed. The customer was advised to change her entire infusion set, reservoir, and insulin and to treat per health care provider's instructions. No products were returned and the customer will follow up with her health care provider concerning her unexplained hyperglycemic events.